Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 49 mg/dl. The customer called regarding sensor anomalies. The customer stated they treated low blood glucose and current blood glucose 243 mg/dl. Troubleshooting was performed. The insulin pump will not be retuned for analysis.